Event description:
It was reported that four hours post implant, ventricular lead impedance was 1380 ohms. Capture thresholds were 3.50 v at 0.4 ms and 2.75 v when programmed to 1.0 ms. Loss of capture and sensing were noted in the unipolar config- uration and lead impedance was >2500 ohms. The patient was returned to the cath lab. Under fluoroscopy, the helix was found to be retracted. After repositioning, capture and impedance measurements were still high.